Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm in diameter thoracic aortic aneurysm. The vessel morphology was reported as the proximal aortic neck was 33.8 mm in diameter, the distal aorta was 34 mm in diameter and moderate tortuosity with no calcification. The thoracic stent graft was implanted intentionally covering the left subclavian artery. It was reported five days post initial procedure a CT revealed that there was an unknown endoleak. The physician suspects that it may be a possible type iii fabric endoleak. The cause of the endoleak is unknown. The patient status is stable but she is experiencing some discomfort. A (B)(4) was implanted to resolve the endoleak. No clinical sequelae were reported.

Event description:
Additional information was received. Post stent graft implantation another manufacturer's balloon was used to model the stent graft three times. Film review was received and their evaluation was completed. A type iii endoleak, fabric was visible between stents 3 and 4, on the outside curvature of the stent graft, at the mid-length of the thoracic abdominal aneurysm. The endoleak appears to be a type iii endoleak, fabric. There are no broken stents. The patient has moderate calcification, however not in the specific area of the type iii endoleak, fabric. The cause of the endoleak could not be determined. There appeared to be adequate sealing proximally and distally.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), (cause of event unknown).

Event description:
Additional information was received for this case. It was reported that a cta was performed post evar and that there were no endoleaks observed. The physician assessed that since the unknown endoleak resolved there was no intervention performed. Correction: a (B)(6) was not implanted to resolve the endoleak.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).